Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
On (B)(6) 2019, during a visit to a (B)(6), roche personnel, including the local field service engineer, found the processing transfer heads, on the cobas 8800 system, failed the processing head tightness check, and there are observations of liquid waste droplets on the processing module deck, heating station, and separation station. No erroneous or invalid results were alleged to be generated, and no harm was indicated.

Manufacturer narrative:
The reported issue was solved by replacing the stop discs and o-rings on the customers' systems. Returned o-rings and stop discs were installed on in-house, roche system and failed tightness checks could be reproduced. (B)(6) 2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and and installation date. Additionally corrective and preventive measures will be implemented, as appropriate. (B)(4).